Manufacturer narrative:
Correction to field b1: adverse event/product problem and b2: date of event. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: n/a. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Detailed product information for the reservoir was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience difficulty inflating to full pressure. In the operating room, the device cycled appropriately; however, the patient was dissatisfied with it. As a result, the tenacio pump and cylinders were explanted and replaced with an ms pump and cylinders. No additional information was provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience difficulty inflating to full pressure. In the operating room, the device cycled appropriately; however, the patient was dissatisfied with it. As a result, the tenacio pump and cylinders were explanted and replaced with an ms pump and cylinders. No additional information was provided.